Event description:
Mr (B)(6) was being transferred from his bed to his wheelchair via hoyer lift when the right shoulder strap tore away from the pad, causing the resident to fall to the floor. He was sent to the hospital and was noted to have a left hip fracture in the intertrochanteric region.